Event description:
It was reported that pump experienced malfunction with speaker error code and showed no prior notable events. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction returned, which customer acknowledged and understood.